Manufacturer narrative:
The customer¿s report that the set separated and leaked was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. Two crush marks were observed on the upper fitment. The silicone segment with the remaining distal end of the set was not returned for investigation. Functional testing was unable to be performed due to the obvious damage. Dimensional testing could not be performed on the silicone pumping segment because it was not returned for investigation. The cause of the leak was a separation of the silicone segment. The root cause of the separation is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse primed the tubing, placed it in the pump and began the infusion and within a few minutes she noticed that there was a puddle on the floor. The nurse then stopped the infusion and checked the tubing to find that it had separated in the middle of the pump segment. There was not report of patient harm.